Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® edta 2k cap was deformed. No report of serious injury or medical intervention.

Manufacturer narrative:
Medical device type updated to jka. PMA / 510(k)# updated to k981013.